Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a customer purchased a purewick device on (B)(6) 2024 for an elderly mother. From the initial use, the suction of the device was described as weak, and a replacement unit was requested under warranty. It was further reported that minor surface wounds developed on the labia due to the wick, along with urine related skin irritation, fungal infection on the buttocks caused by moisture, and bleeding wounds on the buttocks related to urine exposure. At the time of reporting, a cut on the labia, red fungal skin irritation on the right buttock, and minor bleeding from a wound on the right buttock were present. Beginning in (B)(6) 2024, assistance had been provided by a primary care physician and wound care nurses, and both over the counter and prescription ointments were used to treat and prevent wounds. Multiple corrective actions were attempted to improve device performance, including ensuring the wick opening was not covered, confirming proper wick placement within the labia, verifying the cannister lid filter cap was in the down position, performing a bottled water suction test, and purchasing replacement cannisters and tubing. When the tubing was placed into a bottle of water, suction was present but insufficient to draw urine through the wick. The replacement cannisters provided some improvement but did not resolve the issue of inadequate suction. It was also noted that the pure wick system was purchased following a hospital stay, and a copy of the purchase receipt was provided. From initial use, the suction appeared insufficient, and multiple adjustments were made in an attempt to improve performance. The wick was changed twice daily, yet the patient remained seated in pooled urine. Device performance was reported as inconsistent, with urine collection varying significantly. On several occasions, urine was observed in the tubing but was not drawn into the cannister.